Event description:
The customer alleged that the ventilator failed to alarm after resetting itself due to a brief power loss caused by a thunderstrom. A 1401 error code was found in the memory codes indicating that the battery backup power supply failed to keep the ventilator running during the loss of power. It is unknown if the loss of power alarm activated. The cse found that the connectors to the battery were loose and tightened them appropriately. It is not verified that the device did not function to specification and no malfunction may have occurred. There was no pt harm.